Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer has investigated the reported machine on site. Air gas module nozzle was replaced. It was noticed by the provided picture that the feather spring of the nozzle was broken. The last preventive maintenance was on (B)(6) 2022 and the date of event 09/14/2022. Similar investigations pointed that the spring fracture is probably due to the stress corrosion cracking, as the appearance of chlorine on the feather spring surface that could accelerate the corrosion when the gas control module is under operation. The root cause for the feather spring being broken is not established in this investigation. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded.

Event description:
Manufacturer's ref#: (B)(4).